Event description:
During surgery the tip of the screwdriver was broken. Hosp had no replacement and turned out the screw completely with a forcep. They completed the surgery without any delay.

Manufacturer narrative:
Investigation in progress, but not yet complete.